Event description:
A doctor reported that poor aspiration occurred during surgery. The case was able to be completed with the same product with no harm to the patient. No additional information is expected for this report.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. A root cause has not yet been identified. (B)(4).